Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 that appeared on the homechoice (hc) unit, during use, while the patient was not connected, in initial drain. The technical service representative (tsr) had the home patient (hp) power cycle the hc. The hc alarmed se 2367. The tsr had the hp power cycle the hc again. The hp stated the cassette was wet. The tsr asked the hp to hold on to the cassette. The tsr advised the hp to dispose of all supplies except the cassette and start over with all new supplies. There was patient involvement and there was no patient injury or medical intervention associated with this event. During a follow-up with the home patient (hp), they stated she did not know why the cassette was wet but was asked by the technical service representative (tsr) to hold onto it.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 was not confirmed and the root cause could not be determined. The sample was returned for evaluation. A visual inspection was performed with no issues noted. A clamp function test was performed with no issues noted. Leak testing was performed with no issues noted. A clear-passage test performed with no issues noted. The sample was run on a homechoice machine with no issues noted. A lot number was not known; therefore, no batch review could be performed.